Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2023 due to pain and a screw that backed out of the dorsal plate. According to the surgeon, the patient has cerebral palsy and suspects the patient was not compliant. Two plates and four screws were returned for evaluation. All devices show evidence of use, damage as a result of initial implantation, and/or damage as a result of removal efforts. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to the screw backing out, the most likely cause cannot be determined based on the available information. However, it is possible the screw was not completely locked into the plate during initial placement and/or post-operative activity of the patient led to the screws backing out. The instructions for use and surgical technique include statements regarding post-operative care and the proper method for inserting screws into a plate. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed on (B)(6) 2023 due to pain and a screw that backed out of the dorsal plate. There was no other reports of patient impact or injury as a result of this event.